Event description:
It was reported there was no lead capture due to a suspected slow perforation. It was also reported the patient had very poor cardiac tissue. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.